Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported patient did not receive full dose. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not alarm. The pump was connected to a patient when the error or event occurred. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 100 ml and a remaining volume of 97.1 ml. Pump was set for 46-hour infusion. There was no patient harm or no patient injury.